Event description:
It was reported that the right atrial (ra) lead had a polarity switch due to several high impedance measurements. Reprogramming was performed for lead polarity and sensitivity, and the impedance alert setting was increased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.